Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was later reported that the distributor's engineer was not able to duplicate the customer's reported issue, but observed the issue in the iabp log files. The iabp unit has been cleared for use and returned to the customer.

Manufacturer narrative:
Analysis of production: (3331/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/67) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/67) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. The getinge field service engineer (fse) advised that the local distributor's engineer was dispatched to investigate. Based on the information available at this time, the local distributor's engineer booted the iabp unit into engineering mode, but was unable to verify the reported issue in the logs. The internal pipelines were also checked and were all normal functioning. The local distributor's engineer further disassembled the inside of the crm to clean and dust removal, and confirmed normal function. Furthermore, while connected to a simulator, the iabp unit tested normal. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us. (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an auto fill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.